Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump on 2017-dec-19 revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall due to the shaft bearing. As per the pump¿s log, morphine with concentration 10.0 mg/day was being administered via a simple continuous dose rate of 2.001 mg/day as of (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a healthcare provider via a company representative on (B)(6) 2017. The patient¿s pump was indicated as having been sent to pathology from the operating room. It was indicated that there was no known complaint associated with the device. No patient symptoms were reported. The indication for use regarding the pump was non-malignant pain and post lumbar laminectomy syndrome. No further information was provided.